Event description:
This is a report of a colleague infusion pump with a failure code 813:01. It is unknown when the reported condition occurred; however it occurred in the biomed service department. It is unknown if there was patient involvement. No patient injury or medical intervention occurred. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). After product evaluation, quality engineering has determined that the reported problem of failure code 813:01 was due to a computer software issue. The evaluation codes were corrected to reflect the assignable cause.

Manufacturer narrative:
The reported condition of failure code 813:01 was confirmed in the event history but not duplicated. The failure did not recur; therefore no further action needs to be taken. A follow-up report will be submitted if additional information becomes available. (B)(4).